Event description:
According to the reporter, intraoperatively last (B)(6), the device was used to stitch the wound and right after the initial insertion into the foot, the needle snapped and the thread then fell out of the bottom half. After having to pull the needle back out of the foot, the doctor completed the stitching with the 4-0, which worked quite well. This was the 3rd or 4th time that the needle had snapped or bent.